Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to a leak in the system. The entire device was removed and replaced. There were no patient complications reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to fluid loss. It was noted that there was very little fluid remaining in the system, but the source of the leak could not be identified. A new aus was implanted. No patient complications were reported.